Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 25-jun-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9368817. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting an intracranial aneurysm, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9368817) was impeded in the hub of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31471118) and could not be further advanced. It was reported that the stent component was found prematurely detached from the delivery wire in the hub of the microcatheter. The physician removed the microcatheter and the stent from the patient and replaced the microcatheter and the stent with a 4mm x 23mm enterprise 2 stent (encr402312) to complete the procedure. There was no report of any negative impact to the patient. On 05-jun-2025, additional information was received. Per the information, the procedure was targeting the left internal carotid artery posterior communicating segment aneurysm. An adequate continuous flush was maintained through the microcatheter. The information indicated that there was resistance encountered when the stent introducer sheath ¿enters hub at the tail of [the] microcatheter.¿ aside from being prematurely detached, there was no other damage noted on the stent / stent delivery system when the device was removed. Nothing unusual was noted about the system prior to use. The replacement stent was confirmed to be a 4mm x 23mm enterprise 2 stent (encr402312) and not another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As documented in the event description, the stent component was detached from the delivery system inside the luer hub of the concomitant microcatheter. Two kinks were found on the proximal coil of the delivery wire. The stent was retrieved from the luer hub of the concomitant microcatheter, and a microscopic inspection was performed. The stent was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The delivery wire underwent dimensional analysis, and all measurements were found to be within specifications, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The issue reported regarding the impeded condition of the stent cannot be evaluated due to its detached condition. The stent must be attached to the delivery wire and inside the introducer to perform a functional test. However, the detached condition of the stent at the luer hub of the microcatheter suggests that the introducer of the enterprise was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire and resulting in the delivery wire kinking. However, with the amount of information available this only remains speculative. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9368817. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not partially deploy the stent from the introducer. If resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.